Manufacturer narrative:
(B)(4). As the death was not able to be linked to this device until after the device was serviced, a complete device analysis could not be completed to investigate the reported death. A review of the device logs found no keystrokes, programming, use related or increased intraperitoneal volume (iipv) events that would indicate and/or contribute to the reported problem. A device history review and a service history review will be performed. Should any relevant information be obtained from these reviews that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the device service history and device history record was performed. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The review revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed.